Manufacturer narrative:
D3, g1,2 email is: (B)(4). It was reported that when the high pressure alarm occurred, the pump, tubing, and cassette were changed out and the device was running fine for a while but the alarm returned. The patient was advised to go to the hospital as "something is most likely wrong with the line itself". The device delivered intravenous (IV) remodulin 2.5mg/ml. No product was returned. The investigation determined the most probable cause to be a faulty disposable (tubing or cassette bag), however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. B5: it was inadvertently reported that the patient was hospitalized.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarms high pressure. Patient was hospitalized for line issue.